Event description:
Report #2 of 2 for this event. It was reported via legal documentation this patient underwent a left total knee arthroplasty. Subsequently fourteen (14) years after the initial implant, the patient underwent their third (3rd) left knee revision due to prosthesis wear and instability. Additionally, it is reported via legal documentation the patient alleges to experience and continue to experience significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage and other injuries presently undiagnosed. No medical or clinical information was provided. No additional information is available.